Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change during use. The entire device was withdrawn, and manual compression was performed to achieve hemostasis, followed by application of a pressure bandage to successfully conclude the procedure. There was no reported patient injury. The device was used during an interventional procedure performed using a retrograde approach with a non-cordis sheath. The exoseal vcd was inserted into an unknown sheath, and after the guidewire cover and handle were aligned, retraction began. Pulsatile blood flow was observed to have significantly slowed, and retraction continued; however, the indicator window never changed and did not show red. There was no difficulty connecting the non-cordis sheath with the vcd. The indicator wire cowling locked with an audible click, and the physician did not place a thumb on the plug deployment button during retraction. Upon removal, the indicator wire loop was deployed without anomalies. The device was returned for evaluation.

Manufacturer narrative:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change during use. The entire device was withdrawn, and manual compression was performed to achieve hemostasis, followed by application of a pressure bandage to successfully conclude the procedure. There was no reported patient injury. The device was used during an interventional procedure performed using a retrograde approach with a non-cordis sheath. The exoseal vcd was inserted into an unknown sheath, and after the guidewire cover and handle were aligned, retraction began. Pulsatile blood flow was observed to have significantly slowed, and retraction continued; however, the indicator window never changed and did not show red. There was no difficulty connecting the non-cordis sheath with the vcd. The indicator wire cowling locked with an audible click, and the physician did not place a thumb on the plug deployment button during retraction. Upon removal, the indicator wire loop was deployed without anomalies. A non-sterile exoseal vascular closure device 7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in its manufactured position, and the indicator wire was found deployed. A 7f non-cordis catheter sheath introducer was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis, no additional anomalies were observed. A deployment simulation evaluation was performed. During this analysis, the indicator wire was pulled to achieve the black/black position in the indicator window, followed by full depression of the deployment lever, achieving indicator wire retraction and expected plug deployment. Additionally, the indicator window black/white/red position was obtained. A high magnification microscopic evaluation was executed to assess the internal components. During this analysis, no abnormal conditions were observed. The reported event of ¿indicator window no change to indicator¿ was not observed on the returned device, as functional analysis demonstrated full window transition and successful plug deployment. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the no change to indicator window, event reported, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change during use. The entire device was withdrawn, and manual compression was performed to achieve hemostasis, followed by application of a pressure bandage to successfully conclude the procedure. There was no reported patient injury. The device was used during an interventional procedure performed using a retrograde approach with a non-cordis sheath. The exoseal vcd was inserted into an unknown sheath, and after the guidewire cover and handle were aligned, retraction began. Pulsatile blood flow was observed to have significantly slowed, and retraction continued; however, the indicator window never changed and did not show red. There was no difficulty connecting the non-cordis sheath with the vcd. The indicator wire cowling locked with an audible click, and the physician did not place a thumb on the plug deployment button during retraction. Upon removal, the indicator wire loop was deployed without anomalies. The device will be returned for evaluation.